Event description:
A falsely elevated ctni result of 3.89 ng/ml was obtained. This result was reported to the physician. The value was questioned by the nurse and the sample was rerun generating a result of 0.01 ng/ml. The next serial draw obtained a result of 0.09 ng/ml. Analysis of instrument data and sample indicates sample integrity issues.